Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the holder bracket was too big. The device would not fit onto bracket. No other details regarding the nature of the event were provided. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.